Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited white foreign material exiting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information is added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, olympus identified foreign material; however, the type of the material or root cause cannot be identified. It is likely that foreign material remained in the device due to the reprocessing was not practiced in accordance with instructions for use (IFU) however; a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.